Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent and retracted inside of the sensor base. It could not be confirmed that the customer received the sensor in said condition due to the sensor being returned opened and used.

Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the transmitter does not blink when connected to the sensor. The customer is not calling akc after charging the minilink for 8 hours and she is using the enlite sensor. The customer was advised to replaced sensor. The customer was advised to monitor site and follow up with healthcare provider. The patient was advised to return sensor and we will replace it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.